Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03may2019. The customer troubleshot with technical support. The customer was advised to replace the heated filter.

Event description:
It was reported that the ventilator had a patient circuit leak error code. There was no patient involvement. Event date not specified: estimate used.